Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg has been inoperable since (B)(6) 2020. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgery may occur to address a yet unknown issue related to the ipg.